Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "single channel ICD noise without loss of conductor circuit integrity." Pace pacing clin. Electrophysiol. May 1 2012;35(5):616-620.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator (ICD). During the implantation of the device, noise was noted. Close inspection of the device noted "small holes" in the seal plugs that cover the set screws. The device remains in use and managed with observation and no oversensing was seen the day after implant or on ambulatory follow up. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.